Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker was not able to be interrogated with rf telemetry. The pacemaker was successfully able to be interrogated with inductive telemetry. No intervention was performed. There were no patient consequences.